Event description:
It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Transmission revealed, that the patient's right ventricular (rv) lead exhibited noise. No intervention was done. The patient had no adverse consequences.